Event description:
End-user's family member called medtronic minimed, and stated that pt was hospitalized for ketoacidosis (dka). A leak was found at the luer connection between the tubing and the reservoir. On september 30, 2002 maersk medical received the complaint and 1 used infusion set.